Event description:
After field service engineer (fse) performed service on the device, the device's screen would no longer function. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Fse checked error log and an error code related to the backlight was found. Evt_ui_backlight_fail - therapy will still be provided based on current settings but will not be able to modify the settings. The display and display board need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that after field service engineer (fse) performed service on the device, the device's screen would no longer function. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Fse checked error log and an error code related to the backlight was found. Evt_ui_backlight_fail - therapy will still be provided based on current settings but will not be able to modify the settings. The display and display board need to be replaced to address the issue. The manufacturer previously reported that trilogy evo display was returned to the product investigation lab (pil) for additional testing. The display was found to operate as designed without issue when evaluated independently. The trilogy evo display board was returned to the product investigation lab (pil) for additional testing. The display board was found to operate as designed without issue when evaluated independently. The trilogy evo display interface board was returned to the product investigation lab (pil) for additional testing. Visual inspection of the display interface board found j3, backlight connector, broken. Pil was unable to perform any further testing of the component due to the physical damage to the component. Additional parts were returned to the product investigation lab (pil) for additional testing. A second trilogy evo display board was returned to the product investigation lab (pil) for additional testing. Pil visually inspected the trilogy evo display board for visual defects and found that the j6 connector was damaged. Pil was unable to install the display board on the trilogy evo test unit due to the damaged connector. Pil concluded that the damaged j6 connector caused the failure of the display board. The trilogy evo display ribbon cable was returned to the product investigation lab (pil) for additional testing. The display ribbon cable was found to operate as designed without issue when evaluated independently. The reported ui backlight failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer previously reported that after field service engineer (fse) performed service on the device, the device's screen would no longer function. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Fse checked error log and an error code related to the backlight was found. Evt_ui_backlight_fail - therapy will still be provided based on current settings but will not be able to modify the settings. The display and display board need to be replaced to address the issue. The trilogy evo display was returned to the product investigation lab (pil) for additional testing. The display was found to operate as designed without issue when evaluated independently. The trilogy evo display board was returned to the product investigation lab (pil) for additional testing. The display board was found to operate as designed without issue when evaluated independently. The trilogy evo display interface board was returned to the product investigation lab (pil) for additional testing. Visual inspection of the display interface board found j3, backlight connector, broken. Pil was unable to perform any further testing of the component due to the physical damage to the component. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.